Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two endo gia* 60mm articulating vascular/medium reloads. The reload was received with a full complement of staples. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. No potentially contributing device issues were identified. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that an issue occurred during use of the device in a laparoscopic liver procedure. The stapler could not be closed completely. There were no issue loading or unloading the device. The stapler was able to fire. There were no issues with the staple formation. In order to resolve the issue and complete the case, the customer used a product from another company. There was no patient harm.